Event description:
It was reported that the patient felt a shock from the device and saw his physician. No telemetry could be established. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. The cause of the no communication was battery depletion. No high current drain sources were found throughout bench, stress, and automated electrical testing. The battery was sent to the vendor and no conditions causing internal loading were found. The cause of the battery depletion could not be determined.